Event description:
It was reported that when the coil was advanced in the microcatheter, it detached prematurely inside the microcatheter. The microcatheter was removed along with the coil from the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date added. Device evaluated by mfg updated. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the microcatheter used during the procedure. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. There was blood observed within the microcatheter hub and introducer sheath. The main coil was found to be broken as well. During functional testing, the introducer sheath was flushed and blood was observed to exit. The returned microcatheter was cut and the coil was noted to be jammed and stretched within. The coil was unable to be removed from the microcatheter. The reported event of the coil premature detachment was able to be confirmed based on the information available and analysis of the device. The device was confirmed to be in good condition prior to use. The presence of blood is an indication that continuous flush was not maintained; however, this could not be definitively determined. It is probable that the blood within the microcatheter caused friction within the microcatheter and the subsequent events leading to the reported main coil prematurely detaching within the microcatheter and analyzed coil break. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed damages. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the coil was advanced in the microcatheter, it detached prematurely inside the microcatheter.the microcatheter was removed along with the coil from the patient. There were no reported clinical consequences to the patient.